Event description:
On (B)(6) 2009, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, computed tomography scan reportedly detected an aneurismal right common iliac artery, causing one limb (pxc181200/04740653) of the stent-graft system to "kink back" into the aorta, resulting in a distal type I endoleak. It is unk whether the iliac aneurysm was a result of disease progression from the original aaa. On (B)(6) 2013, the physician extended the existing stent-graft system with two gore excluder aaa endoprosthesis contralateral leg components. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.